Event description:
As reported to coloplast, though not verified, in 2006 the patient experienced post voiding fullness, a need to stand to empty completely, urinary retention, pelvic pressure, pain, dyspareunia, occasional sharp pain, dysuria, and a urine culture showed >100,000 col/ml enterococcus faecalis.

Manufacturer narrative:
Portions of this event were previously reported via alternative summary report (exemption number e2014015) on 30jun2017; this report is intended to be a follow up report to submit additional information that has been received. Lot number: 5631183-106. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.